Event description:
Customer called reporting a keypad anomaly on her insulin device. Her blood glucose level is 117 mg/dl. She said that when she tried giving herself a bolus delivery after eating, she noticed there was a lag time between pressing a button and the device responding. After noticing the lag time, customer removed the device and placed it on the table. The device made a funny sound, as if it was delivering insulin, but customer is not sure. She gave herself a manual injection. The device was not exposed to moisture. Customer changed the battery, but the issue persists. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent act and up button response due to corroded keypad traces. No unexpected rewind sound or audio/beep anomaly noted during testing. Minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window noted.